Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant lacked stability. The patient's bone is type iii, and their oral hygiene is good. The patient presented on (B)(6) 2026 for a primary procedure on tooth #9. During implant placement the provider observed the implant lacked primary stability and removed the implant. The provider stated, "implant inserted but not stable. 1pa to check implant position and decided it could be placed deeper. Tried to tighten implant more but it started to spin and then the buccal plate started to flake away. Removed the implant and explained to patient that the buccal bone was not stable. Placed allograft." No injuries were reported.